Event description:
Line placed for total parenteral nutrition. The catheter was found to be malpositioned on x-ray and pleural effusion noted. The md opinion is that it could have been malpositioned from initial insertion. Pleural tap performed and catheter repositioned. The md thought this to be technique/placement related rather than device related on review. The effusion is non-conclusive as catheter caused or related. The fluid was inconclusive for intravenous fluid.